Event description:
Info was received that reported the patient was hospitalized in late 2008, due to an incident of diabetic ketoacidosis. The reporter states that the patient was brought to the hospital when his blood glucose rose between 800 and 900 mg/dl. He was admitted and diagnosed in diabetic ketoacidosis. He was treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.